Manufacturer narrative:
(B)(4). Crawford et al. "Results of a modular revision system in total knee arthroplasty" journal title. Reference journal article attached. The journal of arthroplasty, xxx (2017) 1-7. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Initial reporter - the article was written by david a. Crawford, md, keith r. Berend, md, michael j. Morris, md, joanne b. Adams, bfa, adolph v. Lombardi jr., md, facs. The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information.

Event description:
It was reported in a journal article that three patients underwent a revision due to complications with arthroscopic lysis of adhesions. No further information is available.

Manufacturer narrative:
(B)(4). The following was corrected: brand name to unknown vanguard femur. Concomitant medical product: biomet vanguard ssk tibial tray catalog # unknown lot # unknown, biomet vanguard ssk tibial bearing catalog # unknown lot # unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report was filed for the same event as 1825034-2017-04396.